Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd syringe luer-lok¿ tip had a cracked syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one loose 10ml assembled syringe was received and reported to be from batch #8150893 (p/n 302995). The sample was visually evaluated. The syringe was found to have a crack along the barrel wall outside the print area. The crack extended from the barrel roof to approximately the 9ml marking. The crack observed is rejectable per product specification. Potential root cause for the damaged barrel is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd syringe luer-lok¿ tip had a cracked syringe. There was no report of exposure, serious injury or medical intervention.